Event description:
Baxter affiliate reported 2 incidents of the fluid running out of the end of the set when the clamp of the transfer set is in the closed position. Per affiliate, no patient injury or medical intervention was associated with these incidents.